Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the down arrow is unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised they were swimming, however, the device was in a waterproof case. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button response due to button/keypad connector unlocked. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No moisture damage electronic assembly. The insulin pump was unable to perform the displacement test due to keypad anomaly.